Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire pump over infusion - hospira pca showing 47cc of drug left when in actuality the bag was empty. Ran for appr 48 hours on same program using saved bag and tubing vi100ml, actual delivery 113.5. Pump treatment information:conc 10:1mg/ml, rate 50mcg/hr, bolus 25mcg, 10 min lockout, 6 boluses/hr. Alarm settings: occlusion units psi, occlusion pressure 10psi, pump unattended 2 min, infusion near end 10 min, alarm volume max. Type of drug: fentanyl. Kindly acknowledge no human harm caused: caused no human harm. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): 10psi. What was the initial bag volume: 100ml. What was the volume left in the bag: pump shows 47cc, actual bag is empty. Patient involvement: yes. Death/serious injury: no. Human harm: no. Medical intervention needed: no."